Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: occlusion requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trail that in 2009, a total of two xience v stents (2.5 x 28 mm and 2.5 x 15 mm) were implanted in the 90% stenosed, moderately calcified, mid-rca lesion. However, the following day, the patient experienced ischemia and transient vessel occlusion and a branch occlusion, which required treatment with a 2.5 x 18 mm stent. The reported patient effects resolved the same day. No additional event or patient information is available.

Manufacturer narrative:
The second xience v 2.5 15 mm (part# 1009527-15/lot #unknown) mentioned is being field under the same manufacturer number. Occlusion and ischemia, as noted in the instructions for use and risk assessment, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system quality deficiency. It is possible that the ischemia was a secondary effect of the occlusion, which required treatment with an additional stent. A conclusive cause for the reported patient effects, and the relationship to the products, if any, cannot be determined.